Event description:
A surgeon reports that following intraocular lens implantation in both eyes, a pt is complaining of glare, most notable at night from lights. The surgeon has performed a yag on the left eye without improvement. The surgeon attempted to explant the lens, but was unsuccessful. Add'l info has been requested. Medwatch #1119421-2002-00133 - left eye. Medwatch #1119421-2002-00134 - right eye.